Event description:
It was reported that a patient experienced peritonitis vomiting, and diarrhea. The patient was hospitalized for vomiting and diarrhea and experienced peritonitis during the hospital stay. The patient was discharged four days later. The patient was treated with vancomycin ip for peritonitis; treatments for diarrhea and vomiting were unknown. The patients wife guessed the cause of the peritonitis was a touch contamination. The nurse could not confirm that the cause of peritonitis was touch contamination. The patient was retrained on proper aseptic technique. The patient has recovered. (B)(4).

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the user did not describe any types of use errors or other issues that might have caused the reported event. A review of all batch record documents was performed for potentially associated lot h12j3017 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted for the batch however, it did not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lot h12j28056 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with no exceptions noted for the batch.

Manufacturer narrative:
(B)(4). The event of this peritonitis occurred on an unknown date in (B)(6) 2013. Should additional relevant information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.